Event description:
Event description guidant received information that the patient's heart rate is fluctuating between 41 bpm and 119 bpm. The patient is concerned that the cardiac resynchronization therapy defibrillator (crt-d) may not be working properly.